Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8090568. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-03-31. Medical device lot #: 8204603. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-07-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 21x1 rb had the needle caps fall off during use.

Manufacturer narrative:
Investigation: ten representative samples were received for evaluation. They were visually inspected. The sealing of packaging is good and all the plastic shield needles are assembled. They all were tested for shield pull test. The values were between 2.2lbs to 2.5lbs; the specification is 0.5lbs to 5.5lbs, therefore failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that an unspecified number of needle 21x1 rb had the needle caps fall off during use.